Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to loosening of the glenoid baseplate. All components except the stem were removed and replaced.

Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on an unknown date due to loosening of the glenoid baseplate. All components except the stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06515 and 06518).